Manufacturer narrative:
Technical eval: the catheter has a slight kink 1.5 cm distal of the hub strain relief. This is the only proximal side anomaly. The separator teardrop is lodged approx 1.5 cm from the distal tip of the catheter. About 1.8 cm from the tip of the catheter is a spiral flat spot. From 16.8 to 17.6 cm from the tip is an ovalization and at 27.7 cm from the tip is a single axis bend. The separator appears to have been successfully introduced before the catheter kinked in the pt enough to keep the separator from passing back out of the catheter. Once trapped, the separator wire appears to have been vigorously manipulated until it failed. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies design or quality concerns.

Event description:
The doctor had a problem with (B)(4). He said they were defective. This MDR is associated with MDR 3005168196-2010-00060 which pertains to penumbra system reperfusion catheter 032.